Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the catheter was discarded. The cause of the catheter tear and patient weight were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-23, information was received from a manufacturer representative (rep), regarding a patient receiving fentanyl (800 mcg/m l, 592.02 mcg/day) via an implantable pump for non-malignant pain. The rep reported they were assisting with a routine pump replacement for normal elective replacement indicator (eri) battery longevity. When the pocket was opened, there was an incidental finding where there was a little tear in the catheter at the pump site. A catheter revision was done to the pump section of catheter. No symptoms or patient complications reported.